Event description:
Boston scientific received information that this right ventricular (rv) was removed from service during a revision procedure to replace the associated atrial lead which was exhibiting impedance measurements less than 100 ohms, intermittent capture and noise with isometrics resulting in farfield oversening of r-waves. While the physician was attempting to get access to replace the leads, a pneumothorax occurred. The patient was admitted to the hospital for observation.

Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.